Manufacturer narrative:
Corrected information: (B)(4) no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the actions interventions taken to resolve the premature eri (elective replacement indicator) was pump replacement on (B)(6) 2017. The cause of the patient¿s pain was determined. Examination implicated sacroiliac joints for which the patient had bilateral injections on (B)(6) 2017.

Event description:
Information was received from a healthcare provider regarding a patient receiving bupivacaine 30mg/ml at 13.5mg/day and morphine 20mg/ml at 9mg/day via an implantable pump. The indication for use was failed back syndrome-other. The healthcare provider reported a non-critical alarm occurred, eri (elective replacement indicator). Per the healthcare provider eri (elective replacement indicator) showed 12 months in (B)(6) 2017 and when the patient came in today it showed that eri (elective replacement indicator) occurred. The healthcare provider stated they accessed the pump today and the volume matched what was expected. The patient was experiencing worsening pain. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.